Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right atrial (ra) lead had a fracture and exhibited high impedance. The ra lead was explanted and replace. No patient complications have been reported as a result of this event.